Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed non-sustained ventricular oversensing episodes. Some of the intervals were detected on the near field sensor but not the far field sensor. Programming changes were discussed but not performed.

Event description:
New information revealed that programming changes were made. There were no patient consequences.